Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation or vigilance reporting. H3 other text : single-use: device discarded.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on an unknown date. Repeat testing was not performed. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.